Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field.h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that the bd syringe 3ml ll bns had foreign matter. The following information was provided by the initial reporter: following up on the voicemail I just left you, I am now sending you a video showing the issue. A thread of oil (?) Forms between plunger and piston when pulling backward on some syringes. It does not necessarily appear to be an excess of oil, but the oil seems to be a bit thicker, making it a glue-like substance. It is not easy to detect when packing because you have to pull the syringe backwards for that. We will now have to start making a judgment about the batch of syringes that have just been packaged. Putting these syringes through the regular complaint procedure will take too long. Please let us know if this is known and within specification. For completeness, this is batch 3270381 (item number 301073).

Event description:
Additional information 2023-09-27 manufacture date.

Manufacturer narrative:
Device evaluation additional information included manufacture date- 2023-09-27. Ten samples and one video were provided to our quality team for investigation. A visual inspection was performed. Nine samples were observed to have stringing of silicone between the barrel roof and the stopper consistent with excessive silicone. One sample was observed to have a black spot on the plunger rod consistent with embedded foreign matter. The video shows a loose syringe with the plunger being depressed and a stringing of silicone can be seen between the stopper and roof of the barrel. Fourier transform infrared spectroscopy (ftir) analysis testing was completed and verified the substance to be silicone used in the manufacturing process. The conditions observed are non-conforming per product specification. Potential root cause for the silicone excessive defect is associated with the assembly process. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well more than 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Please see silicone quantity guideline attached. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 3270381. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.